Event description:
Ous MDR - it was reported that the device could not be interrogated about 8 months after the implantation. No deterioration of the patient's state of health was reported. The device was explanted and returned for analysis.

Manufacturer narrative:
The pacemaker was returned for analysis. First the manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. After it was received, the pacemaker underwent an electrical incoming goods inspection. An initial interrogation at room temperature was possible and free of problems. The analysis of the memory content showed normal device behavior. The battery was fully charged. The pacemaker's capability to provide therapy was checked. T he antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed behavior in conformance with specifications in regard to its device function. To study the device under in-situ conditions, the pacemaker was warmed to 37 degree celsius. Here the clinical observation was confirmed. An interrogation of the device at 37 degree celsius was not possible. In the following, the device underwent a cyclic temperature test, and it could be interrogated at a higher temperature of 60 degree celsius. After it had cooled down, interrogation at 37 degree was possible without problems again. The pacemaker was observed for more than 30 days at 37 degree and could be interrogated without problems. To examine the individual components, the pacemaker was opened. The examination of the internal structure did not show any irregularities. In summary, the clinical observation could be reproduced at a temperature of 37 degree celsius. At low and higher temperature values, the device could be interrogated and functioned properly. Furthermore, the pacemaker could also be interrogated at 37 degree celsius after heating and subsequent cooling. The therapy functions were not affected and were normal and as expected at all times. Despite time-intensive and deep analysis, no cause could be identified for the clinical observation.